Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a generator change procedure. During procedure, fluoroscopy revealed that the right ventricular (rv) lead had externalized conductors. No electrical issues were noted due to these externalized conductors. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.

Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.